Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic bariatric procedure, the staple line failed causing bleeding. To resolve the issue, the patient had to undergo re-operation to stop the bleeding that went for about 90 minutes. There was tissue damage as a result of the device issue, and the patient had an extended hospital stay.